Event description:
An esophageal varices ligation procedure was being performed using a saeed six shooter multi-board ligator. Once all six bands were deployed and the procedure was completed. The physician removed the endoscope discovering that the barrel had detached in the pt. He reintubated the pt and found the barrel was caught in the pt's upper esophagus. The physician then successfully retrieved the barrel with forceps with no pt injury. The info provided indicated that an olympus gif q240 endoscope was used. The exact size of the outer diameter of this model number was not provided.